Event description:
Additional information was received via user facility medwatch report that one week prior to the device replacement, the patient experienced lightheadedness intermittently which worsened and caused the patient to be admitted. It was also noted that during the attempt to check the device remotely, no output was observed.

Event description:
Boston scientific crm received information that this patient exhibited bradycardia and was admitted to the hospital. The patient's pacemaker could not be interrogated and a device replacement procedure was scheduled. The patient's physician suspected the battery was at end of life (eol) and was explanted. This device is included within a subset of devices affected by a physician communication regarding the low voltage capacitor (6/23/2006). A new device was successfully implanted and other than the procedure no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians confirmed the loss of telemetry along with no pacing output. In an attempt to determine the cause of the no output and no telemetry conditions, portions of the circuitry were isolated and tested. A capacitor used in one of the low-voltage power supplies was compromised, resulting in a high current condition. This compromised component was responsible for prematurely depleting the battery to the point where it could no longer support telemetry or pacing output.